Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was resetting.